Event description:
During a left total hip arthroplasty when implanting the cup, the threaded tip of the cup inserter broke off in the patient and the surgeon was unable to retrieve it. An x-ray was taken afterward as part of the arthroplasty procedure and the tip was not seen on the x-ray. The remainder of the hip arthroplasty procedure was performed. The patient was transported to pacu in stable condition. Manufacturer response for orthopedic cup inserter instrument, continuum (per site reporter). Device returned to manufacturer via pittsburgh office. Response not given to our facility.